Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, vaginal scarring, infection, and neuromuscular problems. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent stage I and stage ii interstim implantation on (B)(6) 2010 due to overactive bladder, ui, nocturia and sui. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.